Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of low results. Customer's daughter states her grandfather feels well and no medical attention is needed. The customer's expected blood results are less than 100mg/dl fasting. Verified the strips expire 07/31/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 110mg/dl and 84mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:84mg/dl on (B)(6) 2015. Daughter is calling on behalf of father stating that she tested her blood on a contour and obtained a result of 112mg/dl and a result of 84mg/dl on true result meter. Results on meter are only that of the daughters and not of the customers. Back to back blood test are the customer's results. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of low results. Customer's daughter states her grandfather feels well and no medical attention is needed. The customer's expected blood results are less than 100mg/dl fasting. Verified the strips expire 07/31/2016. Customer confirms the strips are stored properly and were first opened 08/25/2015. Customer performed back to back blood test 110mg/dl and 84mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:84mg/dl on (B)(6) 2015. Daughter is calling on behalf of father stating that she tested her blood on a contour and obtained a result of 112mg/dl and a result of 84mg/dl on true result meter. Results on meter are only that of the daughters and not of the customers. Back to back blood test are the customer's results. Adverse event not reported.